Event description:
The customer reported the evis exera iii video system center is unable to display image on the advan monitor. The unit was tested with exera 2&3 endoscopes with no error code. The event occurred during procedure and a similar device was used to complete the operation. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following section was corrected: b5. It has been over 9 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, and based on provided information, the phenomenon occurred seemingly due to deterioration causing damage of printed circuit board. Olympus will continue to monitor field performance for this device.

Event description:
Additional information from the customer was received stating that ¿the event occurred before procedure during connection.¿